Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with surgery (got their tubes cut). Essure was removed. At the time of the report, the pelvic pain and medical device discomfort outcome was unknown. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with surgery (got their tubes cut). Essure was removed. At the time of the report, the pelvic pain and medical device discomfort outcome was unknown. The reporter provided no causality assessment for medical device discomfort and pelvic pain with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case will be deleted from bayer pv database. Nullification reason: no ae case is identified with fu information (two cases were created in the safety database from the same report - one refers to the reporter herself ((B)(4)) and the other to multiple female patients (this case). This case was mistakenly created due to a confusion because the report refers to the reporter as ¿they¿ instead of as ¿she¿). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.